Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is not currently available. Associated mr#'s: (1221934-2018-54295); (1221934-2018-54291).

Event description:
It was reported by the distributor that a drill bit welded with the cannon of the guide during the placement within the ancillary guide rigid fix (ligamentoplasty surgery). The surgeon used another drill bit with the same code product and the same lot number: the same incident occured again but the surgeon with a clamp successfully disunited the cannon and the new drill bit. The surgeon succeeded after 2 attempts. Delay: 20-25 minutes. No patient impact.

Event description:
Addition information received from the distributor on 09july2018: it was noted that signs of wear and friction was visible on the ends of the halftubes after removal of the drill guides which indicate a slide problem of the cannon and with the speed rotation of the drill its "cold solder" with the cannon.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated MFR¿s: 1221934-2018-54295; 1221934-2018-54291.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint cannot be confirmed. The trocar and the sleeve were not locked together; and are possibly the combination of devices that the user was reported to have pulled apart. It was observed that the trocar and sleeve have numerous striations along the trocar and the sleeve shaft. Historically, this type of reported failure has been attributed to user technique. If the pins are not seated within these groves then the trocar is spinning within the guide sleeve causing enough heat and friction to cause the striations observed. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance report was identified for this lot number, however the complaint condition is unrelated to the non-conformance. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54295 and 1221934-2018-54291.